Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. The analysis finding indicating a fractured or broken conductor and induced damage due to coils and insulation cut with a tool is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this brady lead had showed a high impedance and was fractured. This brady lead was not successfully implanted and a new lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead had showed a high impedance and was fractured. This brady lead was not successfully implanted and a new lead of the same model was successfully implanted. No adverse patient effects were reported.